Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their concerns for the fit being off and making their bite off. They reported their dentist said that they should have had a space for the implant and this is going to make the bite off. Requested letter of recommendation and provided tips for general discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.